Event description:
It was reported that the procedure was to treat a mildly calcified, 90% stenosed lesion in the right coronary artery (rca). A 4x15mm nc trek balloon dilatation catheter (bdc) was advanced to the target lesion and inflated one time to 12 atmospheres (atm) when the balloon ruptured. The ruptured balloon became stuck inside the tip of the guiding catheter and the sheath. The guide wire, guiding catheter and nc trek bdc were removed as a single unit. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported material rupture was not confirmed. The reported difficulty to remove could not be confirmed due to the condition the device received for analysis. Additionally, it was noted that the balloon was loosely folded, the distal end of the balloon was bunched, the inner and outer member were stretched proximal to the proximal balloon seal, and separations were noted on the inner and outer members.a review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot.the investigation was unable to determine a conclusive cause for the reported material rupture as a balloon rupture was not confirmed during return analysis of the device. It is possible the noted catheter damage identified during return analysis may have resulted in a leak of the device which was thought to be a balloon rupture; however, as it is unclear when this damage occurred this cannot be confirmed. The reported difficulty to remove appears to be related to operational context of the procedure as it is likely the device interacted with the guiding catheter during removal causing the reported difficulty to remove and noted catheter damage. There is no indication of a product quality issue with respect to manufacture, design or labeling.